Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. The bolus wizard functioning properly per bolus wizard sample in the user guide. However, unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unable to verify over delivery or under delivery due to prime anomaly. Unit received with cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose around (B)(6) 2017 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 163 mg/dl at the time of the call. The customer and their doctor believe the pump is under delivering insulin, due to the bolus wizard giving incorrect insulin amounts. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer experienced both lows and highs due to the delivery anomalies. The insulin pump will be returned for analysis.